Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was noise on this rv lead. The noise was reproducible with isometrics. This lead was capped on (B)(6) 2017 due to impedance issues and high pacing impedance greater than 2000 ohms. No adverse patient events were reported.